Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right generalized illness symptoms including pain, fatigue, abdominal discomfort, ibs, insomnia, anxiety, weight gain, heart racing, urinary frequency, low blood pressure, cold all the time, headaches, joint pain, swollen lymph nodes in neck, muscle twtiching, itching, dry cough, eye twitching, allergies, acid reflux, itchy spot on skin (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant on both sides and experienced generalized illness symptoms including pain, fatigue, abdominal discomfort, ibs, insomnia, anxiety, weight gain, heart racing, urinary frequency, low blood pressure, cold all the time, headaches, joint pain, swollen lymph nodes in neck, muscle twtiching, itching, dry cough, eye twitching, allergies, acid reflux, itchy spot on skin postoperatively. Mammogram and ultrasound scans, and consultation with medical professional confirmed diagnosis. As a result, the device were explanted on (B)(6) 2020. It was reported that patient's symptoms improved after explantation. This medwatch report is for the patient¿s right-sided device.